Manufacturer narrative:
An outside the united states customer received a patient sample, with no indication of a cancer diagnosis, that recovered 277 and 278 u/ml with atellica im cancer antigen 19-9 (ca 19-9) kit lot 503, but recovered 5 u/ml with an alternate ca 19-9 assay which was accepted by the physician. Qc results were in range at the time of testing. Plain serum plastic tubes made in china are used to collect the samples. Heterophilic blocking tube (hbt) was not performed on the sample. When the sample was diluted and tested with the atellica im ca 19-9 assay, after correction for dilution it recovered 300 u/ml when diluted 1/2; 300 u/ml when diluted 1/4; 359 u/ml when diluted 1/8; and 472 when diluted 1/16. When the sample was treated with polyethylene glycol (peg) 6000 the sample recovered 13 u/ml with the atellica im ca 19-9 assay. Treatment of the sample with peg may have precipitated antibodies that were interfering with the atellica im ca 19-9 assay. The customer was not able to provide a list of medications/supplements the patient was taking. The sample cannot be sent to siemens healthineers for evaluation due to china customs issues. As stated in the limitations section of the atellica im ca 19-9 IFU: " warning this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Furthermore, patients known to be genetically negative for the lewis blood group antigens will be unable to produce the ca 19-9 antigen even in the presence of malignant tissue. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen-negative individuals. Even patients who are genotype positive for the lewis antigen may produce varying levels of ca 19-9 as the result of gene dosage effect. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results. Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." The expected values section of the atellica im ca 19-9 IFU indicates 3.7% of samples from normal patients recovered >37 u/ml so a certain number of elevated results from normal patients can be expected for this assay. The cause of the discrepant results seen by the customer with this one sample when using atellica im ca 19-9 kit lot 503 could not be determined, but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. No further action is needed.

Event description:
The customer observed a discordant elevated atellica im ca 19-9 result for one patient sample. The discordant result was reported to the physician(s) who questioned the result. The sample was repeated on the same analyzer and on an alternate method. The repeat result (5 u/ml) with the alternate method was accepted by the physician. There are no reports that treatment was altered or prescribed or adverse consequences due to the discordant elevated atellica im ca 19-9 result.